Manufacturer narrative:
Device was found to have a speaker issue and a battery outside of warranty. The speaker assembly and battery module were replaced. The device was retested and meets specifications. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. The event was determined as MDR reportable by the manufacturer on 09/02/2016. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00035_(B)(4)) on 09/30/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The issue is unknown. This is second-hand information from a third party. The manufacturer was not able to obtain the original complaint information. No patient was involved in this case.